Manufacturer narrative:
There were six occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2023-00036; 2245270-2023-00037; 2245270-2023-00038; 2245270-2023-00039; 2245270-2023-00040; 2245270-2023-00041. The supplier was contacted for a root cause analysis of the issue. The supplier reported the following: eight (8) samples were returned from the customer. Inspection has been performed by optical microscope. No molding problems on the components were detected, the mold closing lines do not have bursts, nor is there any incompleteness due to a possible flow problem. On five (5) samples no visual defects were found. They appear conforming. Some of them had whitish nuance which is likely due to exposure to solvent vapours, which happened after shipping. On the 3 of the 8 samples returned a crack on the components has been revealed. The shape and location of the cracks point to mechanical stress, like excessive screwing force, as cause of the failure: -the crack always starts at the luer entrance, where is the highest diametral pressure applied during screwing. -the cracks are located at (or close) the side opposite to the injection point, where the molding flow closure line has the weakest resistance to mechanical stress. Further information is that for the complaint pn a validation of conformity to iso 80369-7 has been performed, which includes stress cracking and resistance to overriding tests, passed successfully. Therefore, our connectors have been handled and inspected at the customer assembly line, such that no original cracked pieces should have been sent to the end user. As a result, the root cause hypothesis for the failures is that is possibly due to excessive screwing force at a time subsequent to our production. We did a review of the manufacturing batch records for the implicated lot numbers referenced above. No anomalies or non-conformities possibly related to the claimed defect have been found in the DHR review. Since 2017 a total of (B)(4) pieces of the claimed component have been manufactured in 15 lots, with no internal nonconformities recorded and no complaint received till now for similar defects. A review of the historical complaints data from june 1, 2021, to june 30, 2023, shows this is the only reported leak concern for this product code. Corrective action: based on the complaint investigation, the supplier considers the complaint not confirmed because it is not likely caused by their processes. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
Cracking/leaking. Leaking where the tubing bonds to the hub.

Manufacturer narrative:
There were six occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2023-00036; 2245270-2023-00037; 2245270-2023-00038; 2245270-2023-00039; 2245270-2023-00040; 2245270-2023-00041. The malfunctioning devices were returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion

Event description:
Cracking/leaking. Leaking where the tubing bonds to the hub.